Event description:
A patient underwent initial lumbar fusion surgery in 2016. Around 5 years postoperatively, a rod broke. Revision surgery took place on (B)(6) 2022, to remove the broken rod and a loosened screw.

Manufacturer narrative:
The device did not return for evaluation. Neither identifying part or lot number were provided. Radiographs were not provided. Due to lack of information, the root cause could not be determined. If additional information is provided, a supplemental report will be submitted. Labeling review: "possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components."